Event description:
According to the reporter, during a cesarean section requiring rapid suturing, it was found that after a single stitch was made, the connection between the 18 needles and sutures were broken. Subsequently, an intact product was promptly replaced, allowing the procedure to continue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.